Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The two other devices referenced, are being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a heavily calcified mid left anterior descending artery. A 2.5 x 12 mm nc trek balloon catheter was advanced to the lesion when resistance was met with the anatomy and it could not cross. Force was applied and the proximal shaft, outside the anatomy, separated. The catheter was removed and a 3.5 x 8 mm nc trek balloon catheter was advanced and it also could not cross the lesion and force was applied and the proximal shaft, outside the anatomy, separated. The catheter was removed. Then an attempt was made to advance a 2.5 x 12 mm xience xpedition stent delivery system and it also could not cross the lesion due to the anatomy and force was applied and the proximal shaft, outside the anatomy, separated. The procedure was stopped at this time due to the anatomy. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided

Manufacturer narrative:
(B)(4). Corrections: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.